Event description:
It was reported that the colonovideoscope was giving a 216 error, and then the screen showed nothing when it was connected. The issue was discovered during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 communication error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely an electrical component problem led to the e216 and b30 communication error and no image on display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.